Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified vein side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during sixth inflation at 20 atmospheres for a minute, the balloon ruptured. The device was removed without problem. The procedure was completed with the original device. There were no patient complications nor injuries reported. It was further reported that the complaint device sufficiently dilated the lesion before it ruptured.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). D4: lot number-corrected from 0025499133 to 0025535287. Device evaluated by MFR.: a mustang 6.0 x 40, 40cm was returned for analysis. A longitudinal tear was identified in the balloon material. The longitudinal tear started 3mm proximal from the distal markerband and extended 18mm distally. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure as per the print on the hub is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified vein side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during sixth inflation at 20 atmospheres for a minute, the balloon ruptured. The device was removed without problem. The procedure was completed with the original device. There were no patient complications nor injuries reported.